Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was having to charge more often and that it was taking them longer to charge. Typically it would take the patient 15 min to charge but on the day of the call it took them an hr and 45 min. It was noted that the patient had not been reprogrammed or switched to new groups. The patient stated that sometimes they would charge every 6 days and sometimes every 3 weeks and that they normally charge the ins when its at 50%. The patient had 8 coupling boxes for the duration of the recharge session. The external equipment seemed to be functioning as intended so the patient was redirected to follow-up with the hcp. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that one step that was taken to resolve the patient's ins taking longer to charge was taking 1 to 1.5 hours to charge every other day. No further information was reported.